Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: promus element,mr,ous 2.25x28mm was returned for analysis. A visual and microscopic examination of the crimped stent identified proximal stent damage. The proximal end of the stent was damaged, proximal stent struts had been bunched in a distal direction along the balloon. The undamaged section of the crimped stent outer diameter was measured and the result was within max crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the shaft polymer extrusion found no damage. A visual and microscopic examination found no damage to the tip. No other issues were identified during the product analysis. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the right coronary artery. A 2.25x28mm promus element¿ drug-eluting stent was advanced to treat the lesion. However, the tip of the stent strut was lifted up. The device was completely removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.